Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (Other number) (B)(4). Device is an instrument and is not implanted/explanted. Complainant part will not be returned (B)(4). Part number: dls-7126-01s, synthes lot number: dsd2708: release to warehouse date: march 10, 2016, expiration date: october 28, 2019, mfg. Site: (B)(4), supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2016 for a right humus fracture, while the surgeon was injecting the norian cement to fill a bone void in the patients humeral head bone, the cement also ended up in the joint space. Surgeon used irrigation and debridement under x-rays to remove the cement from the joint space. Due to this event an additional ten (10) minutes was added to operating room time. Surgery was completed successfully and patient is reported in stable condition. This is report number 2 of 2 for (B)(4).